Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin squirted out during the manual prime process. The blood glucose reading was 240mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. The customer stated that the insulin pump alarmed and was stuck in the prime loop. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.